Event description:
It was reported that a patient's system was replaced. It was stated that the patient was forgetting to recharge the implantable neurostimulator (ins). It was reported that the patient had fallen and then the leads had high impedances. The impedances were unable to be checked at replacement. The patient's battery was replaced with a non-rechargeable one. Additional information received reported that the patient was seen on (B)(6) 2013 post operation with coverage to areas needed; the low back and right lower extremity (rle). Additional information received reported that the patient had a replacement of the leads and the implantable neurostimulator (ins). It was stated that there was a lead migration, high impedances, and a dead ins. It was stated that the left lead migrated down to t9 and both leads had high impedances. It was stated that the patient had fallen. The patient requested a non-rechargeable because she forgets to charge.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3550-39; product type accessory product ID 3550-39; product type accessory product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (s/n: (B)(4)) found a broken conductor at the anchor site, and all the wires were broken 18cm form the distal end. Analysis of the neurostimulator (s/n: (B)(4)) found a non-standard no-conformance that the device was at eos for 3 overdischarges. Analysis of the lead (s/n: (B)(4)) found no significant anomaly. The conductor, outer insulation and all wires were cut 22.8cm form the distal end. Analysis of the extension (s/n: (B)(4)) found no anomaly. Analysis of the extension (s/n: (B)(4)) found no anomaly. Analysis of the anchor found no significant anomaly. The silicone was cut. Analysis of the 2nd anchor found no significant anomaly. The silicone was cut.